Event description:
It was reported that coil protrusion occurred. The patient was undergoing an embolization treatment of a large arteriovenous fistula in the mid section of the right kidney. A non bsc wire and a 5fr catheter were positioned in the fistula. A 10mm interlock coil was placed without difficulty. A second 10mm coil was unable to be advanced and was successfully removed. Then this 8mm .035 interlocking detachable coil was advanced. While attempting to reposition the coil, the interlocking arms detached. A 1ml injection was performed and most of the coil was advanced into the fistula. A portion of the coil was elongated and was not pushed forward. A bentson wire was used to advance the rest of the coil to the artery. The procedure was ended and coiling was successful. However, a portion of the coil extended from the artery, no longer than the ¿distal of the last knob of the kidney¿. No further patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).